Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor fell off. The patient reported that she noticed a small bump with puss and the sensor wire subsequently fell out. No medical intervention was required. At the time of the call to dexcom technical support, the patient reported feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.